Manufacturer narrative:
Additional information: h6 (type of investigation) and h11 (roi). H11: the real intelligence tablet, part number rob10027, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may be related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Manufacturer narrative:
H3,h6: the real intelligence tablet, part number rob10027, serial number (B)(6), used for treatment, was returned for evaluation. The cable appears to be kinked near the back panel. A functional evaluation was performed. The reported problem was confirmed. Tablet blackouts were observed when the cable was moved near the connector, the back panel, and along its length. The most likely cause seems to be that esd interference and/or signal noise caused the tablet to shut off to prevent current overload. Damage to the cable may have contributed to this issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. As part of corrective actions, initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence tablet caused the screen to black out 4 times in one case. The screen blacked out for about 15 seconds each time. The surgeon used the tablet, and it needed to stay plugged in. The procedure was resumed after a significant delay using the same device, and no injuries were reported as a result.